Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) .(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (3 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Auxiliary water channel and air/water channel: staphylococcus epidermidis the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3 or 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As part of the investigation, omsc checked the reprocessing practice of the user facility and no deviation from the instructions for use of the subject device was detected. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because there was no report on abnormality of the subject device and the microbiological test result after reprocessing by olympus france cleared the french guideline.